Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was malfunctioning, in that it did not power on properly. Troubleshooting did not resolve the issue. Handheld was subsequently returned to the manufacturer for product analysis. An analysis was performed on the handheld and the cause for the reported complaint was found to be associated with a defective main board. Once the main board was replaced with a known good board, no anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. Also, during the analysis a broken solder connection near the main battery terminal was identified on the main board. This condition can cause the handheld to intermittently lose power and shut down during operation. This condition is most likely not associated with the reported complaint, but an additional finding during the analysis. No other device anomalies noted.